Manufacturer narrative:
The device was not returned for evaluation as it was returned to (B)(6). Root cause is unable to be determined. The reported event is addressed in the device labeling.

Event description:
It was reported that a revision procedure was performed (B)(6) 2019. As per the reporter the rod was "out of length." During a review of investigation findings from (B)(6) it was identified that the magnet-screw junction intact with no sign of pin fracture. Internal screw and telescopic rod are jammed and presence of debris in housing tube.